Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing, high pacing impedance and low pacing impedance. The ra lead was capped and replaced (B)(6) 2022. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h6: the reported codes should have been over sensing and high impedance only.